Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for shock lead impedance out of range. Upon review, it was observed that there was one isolated shock impedance measurement of 4 ohms. The patient is a police officer and very active, however, the patient does not recall doing anything unusual at the time of the recorded impedance value. The shock impedance was measured manually and it resulted in 46 ohms; al other tests are within normal limits as well. The health care professional (hcp) performed pocket and lead manipulations and intermittent artefacts appeared on the shock electrogram (egm), which technical services (ts) deemed as far-field oversensing. No changes in impedance or noise were observed. The hcp wants to refer the patient to a larger hospital to perform a thorough troubleshooting in person. The right ventricular (rv) lead is a competitor product. The device remains in service. No adverse patient effects were reported.